Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer obtained a falsely elevated alinity c total bilirubin result for a patient with waldenstroms. Sample ID: (B)(6) generated 33 umol/l on the alinity, 5 umol/l on roche and 8umol/l on radiometer abl90. No impact to patient management was reported.

Manufacturer narrative:
Review of the data provided by the customer indicates the patient sample was initially analyzed on 02-feb-2020 with a result of 8.8 umol/ l generated. This report shows a processing code of d, indicating a diluted sample, rather than an undiluted sample was analyzed. The suspect sample was analyzed on 04-february-2020 with the 33 umol/l result. However, this sample was not diluted. The patient is noted to have waldenstrom macroglobulinemia. The test results show the total protein at 105 to 109 g/l. Review of two literature articles, waldenstrom macroglobulinemia and artifactual hyperbilirubinemia due to paraprotein interference, indicates waldenstrom macroglobulinemia is characterized by high protein and paraprotein levels. This contributes to an increased serum viscosity; higher than what normal patients would exhibit. This may contribute to a pipetting inconsistency or a sample affinity for the sample probe. Review of complaint activity did not identify any trends for the total bilirubin assay and no other complaints were identified related to the complaint issue for reagent lot 55441uq09. Manufacturing documentation was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the alinity c total bilirubin assay was identified.